Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis and pulmonary embolus was admitted to the hospital and scheduled for vena cava filter placement at the conclusion of a pulmonary embolectomy procedure. The sheath in the right common femoral vein was exchanged for a filter deployment sheath. A venacavogram was performed which identified the renal veins at the level of l1-l2. The filter was deployed in an infrarenal position. Completion venogram demonstrated the filter to be in appropriate position below the renal veins. The sheath was removed and pressure was applied. The patient tolerated the procedure well. Approximately four weeks post hospital admission, the patient was discharged home in stable condition. Approximately six months post filter deployment, the patient was admitted to the hospital with a partial thrombus in the right subclavian vein. An abdominal x-ray was performed to assess the ivc filter and the x-ray demonstrated some filter limbs to be detached. Vascular surgery was consulted and there were no recommendations for intervention at the time. A follow up x-ray was recommended to be performed in three months to reassess the filter. The patient was admitted to the hospital approximately eight months post filter deployment for new thrombus in the right distal subclavian vein. A kub was performed which demonstrated the filter at the l2 vertebral body in a slightly angled position. Several detached filter limbs were identified extending beyond the lumen of the ivc and were likely extravascular and possible within the bowel. Approximately three years eight months post filter deployment, the patient presented to the emergency department with complaint of fever, chest pain and shortness of breath. A CT scan of the abdomen was performed to assess the ivc filter which demonstrated four detached filter limbs with one completely transversing the third part of the duodenum. Interventional radiology was consulted and recommended filter retrieval as an outpatient. The patient was scheduled for filter removal approximately three years eight months post filter deployment. During the retrieval procedure, the initial venogram demonstrated the ivc filter with more detachments than the previous CT scan identified. The retrieval procedure was postponed until the following day. The patient was admitted overnight for filter retrieval with the aid of vascular surgery in the operating room. The following day, the ivc filter was successfully retrieved from a transjugular approach. There were no complications. The patient was monitored overnight in the surgical intensive care unit and was discharge two days post admission. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six months post filter deployment, an abdominal x-ray was performed to assess the ivc filter and the x-ray demonstrated some filter limbs to be detached. Approximately eight months post filter deployment, a kub was performed which demonstrated the filter at the l2 vertebral body in a slightly angled position. Several detached filter limbs were identified extending beyond the lumen of the ivc and were likely extravascular and possible within the bowel. Approximately three years eight months post filter deployment, a CT scan of the abdomen was performed to assess the ivc filter which demonstrated four detached filter limbs with one completely transversing the third part of the duodenum. The patient was scheduled for filter removal; during the retrieval procedure, the initial venogram demonstrated the ivc filter with more detachments than the previous CT scan identified. The retrieval procedure was postponed until the following day. The following day, the ivc filter was successfully retrieved from a transjugular approach. Based on the provided medical records, the investigation can be confirmed for a tilted filter, perforation of the ivc wall, and detached filter limbs. The investigation is inconclusive for the difficulties removing the filter, as it is unknown if on the retrieval attempt the day before the filter was removed any attempt was made at removing the filter. The medical records conflict on whether or not an attempt was made on that day. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter malposition. - filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with history of deep venous thrombosis and pulmonary embolus was admitted to the hospital and a vena cava filter was successfully deployed without complication. Approximately six months post filter deployment, an abdominal x-ray demonstrated some filter limbs to be detached. Vascular surgery recommended no intervention at that time. Approximately eight months post filter deployment, an abdominal x-ray demonstrated the filter to be in an angled position with the detached limbs extending beyond the caval wall. Approximately three years eight months post filter deployment, abdominal CT scan demonstrated four detached filter limbs with one completely transversing the third part of the duodenum. Filter retrieval was recommended as an outpatient. Approximately two weeks later, the patient presented for filter retrieval. The initial venogram demonstrated additional filter detachments and retrieval was postponed. The following day, the internal jugular vein was accessed and the filter was successfully retrieved with no complication. The patient was monitored overnight and discharged home the following day. No additional information was provided in the medical records received.